Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure when attempting to deploy the stent the guide catheter was stuck on guidewire, the guide catheter stretched and the stent failed to deploy. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; stent kinked.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure when attempting to deploy the stent the guide catheter was stuck on guidewire, the guide catheter stretched and the stent failed to deploy. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; stent kinked.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Investigation results of stent kinked. Visual evaluation of the returned device found the guide catheter was broken and separated. The proximal section of the detached guide catheter was kinked, stretched and buckled in several locations there was no damage to the exposed guidewire. The guidewire could not be removed from the guide catheter. The stent was loaded on the detached guide catheter, the suture was intact and was holding the stent as intended. The base of the barb on the stent was kinked on both barbs. The push catheter was kinked and bent in several locations. The distal section of the detached guide catheter was removed from the push catheter and was stretched and kinked in several locations. A functional evaluation for stent deployment was not performed due to the detached guide catheter. The evaluation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend / coil leading to kinks and bends in the device, therefore the most probable root cause is operational context.